Event description:
Information received by medtronic indicated that the customer reported that the pump rewind was not completed. The customer also received a no-delivery alarm and delayed the alarm sounds. It is reported that the insulin pump had a rewind anomaly and was unable to complete the pump rewind. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for alleged rewind anomaly, audio/vibrate anomaly/absence of alarm, no delivery/occlusion alarm - unknown timing found on 13-dec-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No rewind anomaly, no delivery/occlusion alarm, or audio/vibrate anomaly/absence of alarm were noted during testing. Unable to review pump memory for rewind anomaly, event date out of range. Successfully downloaded pump history files and traces using thump software and carelink, and generated carelink reports. No no delivery alarm was noted in the pump history files and traces on the event date of 12/13/2022. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable, force sensor, pcba 1, and pcba 2. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, corroded battery tube spring, cracked case (battery tube), cracked case-corner of belt clip rails. Rewind anomaly, audio/vibrate anomaly/absence of alarm, and no delivery/occlusion alarm - unknown timing were not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, motor flex cable, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The pump was returned for analysis.